Event description:
The pt was scanned with the torso xl coil for a pelvis examination. After the examination a 2nd degree burn was found on the left inner upper arm, with a size of approximately 10 x 5 cm.

Manufacturer narrative:
(B)(4). Eval method, results, conclusions - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.